Event description:
It was reported that the patient had a loss of stimulation sensation that began the day prior to the report. The patient experienced a loss of therapeutic effect and leaking that began today. The patient increased stimulation and could feel it, but then lost it again. It was also reported that programmer training was ineffective because, the patient was still under the effects of anesthesia. The patient currently had not concerns regarding the device or therapy. The patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The last patient¿s last appointment was on (B)(6) 2014.

Manufacturer narrative:
Product ID 3889-28, lot# va0clu7, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).